Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2017 with the following findings: the black box for (B)(6) 2017 was not available. The available black box history showed partially discharged batteries being installed on (B)(6) 2017 resulting in replace battery alarms. No damage was found to battery compartment or returned battery cap. No moisture/corrosion was observed in the battery compartment. The returned battery cap was able to fully tighten to the pump and power it on. Current draws measured within specifications. The pump cover was removed and no evidence of moisture or loose components was found inside the pump. A "battery life" issue was not duplicated during testing. Animas has conducted a device history review of this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.